Event description:
Minloc safety infusion set 20g 0.75 in. Huber needles leaking out the top of the yellow butterfly wings at the point were the needles curves down.accesed port using 3/4 inch 20g huber needle- miniloc safety infusion set lot # asyls097 as provided to cancer center. Upon flushing port with 10cc saline syringe- noted leak between yellow wings, where needle bends at 90 degrees. Removed port needle and reaccessed with different lot number.